Event description:
A us distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery/charger faults) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause was a defective y1 crystal oscillator was open. The cause of the inability to charge the battery pack is the open oscillator. The root cause of the defective oscillator could not be positively identified. No adverse event resulted from the damaged charger.